Manufacturer narrative:
The jetwire was not received for evaluation. The manufacturing batch record review confirmed the jetwire device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
When the tech was wiping it down out of the protective sheath that it comes in, the tip of the wire broke off. They opened up another wire to finish the procedure but sr does not know if it was the same size. This happened during preparation, outside the patient's body. No reported patient complications.